Event description:
It was reported to siemens that an adverse event occurred while operating the somatom definition as CT system. On (B)(6), 2022, a 1 year old infant patient underwent examination. The head spiral scan was aborted because someone accidentally opened the door to the gantry room and the door switch interrupted the examination. According to available information, the head spiral scan stopped after 2.23 seconds from the planned 5.46 seconds and the examined part could not be reconstructed. A rescan was needed to complete the examination. There was no delay in diagnosis as the customer started a second spiral scan immediately after the first scan to complete the examination. The health status of the infant is well. No negative health consequences were reported in association with the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Based on the information available, no general product design issue could be identified, and this issue is rated as a handling issue. The system works as specified. Therefore, this report has been submitted with an abundance of caution.